Event description:
It was reported the patient had ¿mild¿ increased sleep apnea post-operatively, secondary to anesthesia, related to the implant proce dure, on (B)(6) 2013. The patient was started on continuous positive airway pressure and their therapy was suspended by placing a magnet over the pump, and the patient recovered without sequelae on (B)(6) 2013. It was later reported the pump was used to deliver di laudid, bupivacaine, and baclofen.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).